Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker could not communicate with a wireless radiofrequency (rf) at home transmitter but was able to communicate with an inductive transmitter. The patient was brought in to clinic, programming updates were made and rf telemetry was restored. The patient was stable.